Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient's ins was removed before christmas because it did not help their symptoms and the "coil" was removed when patient got a colostomy. Caller said they have been trying to reach the healthcare professional (hcp) but wasn't getting a response. Caller was not currently with the patient but would be with them tomorrow. During call, it was reviewed general information about the use of one or two external leads that are typically removed when the trial is complete and permanent implant that uses one implanted lead. Caller was redirected to hcp that worked with the patient at the time of the device removal and to address the issue.